Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.676ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician. Per the physician's request, the original sample was re-tested for accu tni and the repeated result was 0.01 ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications prior to and after the event. The customer indicated that system checks have been performing well. The sample was collected in bd, lithium heparin plasma tube and centrifuged at 3,600 rpm for eight (8) mins. The specimen was assayed from the primary tube. A field service engineer (fse) was not dispatched to the customer's lab as the customer feels the event is related to the sample integrity issue. The root cause of the event is unk and unknowable. A malfunction will be assumed for the purpose of this report.